Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: medical records were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes were reviewed and no complications were noted. Revision op notes were reviewed and identified patient was revised due to corrosion, elevated ion levels, pseudo tumor and altr. During the revision, the head was revised. Medical notes identified patient experienced two right hip dislocations with closed reductions performed. MRI noted joint effusion, a large amount of fluid in trochanteric bursa, mild inflammation of iliopsoas tendon noted. Partial tear gluteus medius tendon. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised approximately 7 years post implantation due to elevated metal ions, pseudotumor and pain. Subsequently patient experienced 2 hip dislocations shortly after revision surgery where closed reductions were performed. An MRI was done approximately 1 year post revision surgery and the MRI indicates joint effusion, partial tear of tendon, mild inflammation of iliopsoas tendon and possible loosening.